Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of double 5.7cm and 6.1cm in diameter abdominal aortic aneurysms. The proximal neck was 24-27mm in diameter and 15 mm in length. The proximal aortic neck was short and angulated with moderate calcification in the proximal seal zone. It was reported that during the index procedure, the final angiogram observed a proximal type I endoleak. The physician decided to implant an endurant ii cuff in an attempt to gain additional radial force and any possible proximal seal. With the c-arm adjusted to correct viewing parallax, the aortic cuff was deployed, but the only additional seal that was able to be gained was 3-4mm on the anterior aspect of the vessel. The endurant cuff was ballooned and another angiogram was performed and the type ia endoleak was noticeably reduced in severity, but was not completely resolved. The patient will be monitored. The physician stated that the cause of the proximal type I endoleak was due to the infrarenal aortic neck being too short to achieve adequate proximal seal. No additional clinical sequelae were reported and the patient is being monitored.